Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at approximately 12:00pm, the patient was transported to the hospital by his brother. A bg was checked and it was 330 mg/dl while the cgm was 250 mg/dl. The patinet was admitted for diabetic ketoacidosis (dka). The patient had nausea and was treated with IV fluids and famotidine and laboratory tests were done. After the patient stabilized they were discharged on (B)(6) 2025. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 07/14/2025. It was clarified that the patient was in the hospital for less than 24 hours. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).